Event description:
It was reported that the customer was hospitalized for high blood glucose levels, kidney problems and heart failure. The caller also stated that a piece of the sensor has fallen off. Advised the customer that the sensor would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2013-01228.